Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was loose. Additionally, it was reported that the pump battery could not be charged. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 108-289 mg/dl.